Manufacturer narrative:
Batch review performed on 04-aug-2023. Lot 1811841: (B)(4) items manufactured and released on 02-apr-2019. Expiration date: 2024-03-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 4 years from the primary, the patient came in reporting pain and instability and the cause is unknown. The surgeon revised the head and the surgery was completed successfully.